Manufacturer narrative:
The software investigation found that the reported event was related to a software issues. The issues were documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were evaluated by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A site representative reported that, while manipulating exams in the cranial application software, the navigation system became unresponsive. A hard restart of the navigation system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.